Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly as the pump would dimple when squeezed. Troubleshooting was attempted by the hospital personnel to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced with a new component. There were no clinical consequences to the patient. Following the procedure, the patient was retrained on the usage of the pump.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified that the kink resistant tubing (krt) was cut down to the pump block and was not returned for analysis. Functional testing of the pump identified the component failed the activation test. Based on the information available and analysis results, the pump activation issues could affect the functionality of device. The reported observations were confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly as the pump would dimple when squeezed. Troubleshooting was attempted by the hospital personnel to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced with a new component. There were no clinical consequences to the patient. Following the procedure, the patient was retrained on the usage of the pump.